Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5512-f-402, lot # xuni, description: tri ts femur sz4 right; cat # 5521-b-300, lot # xgyd, description: tri ts baseplate size 3; cat # 5560-s-212, lot # n3m46n, n3w34j, description: tri cemented stem 12mmx100mm; cat # 5543-a-400, lot # xoci, description: tri post augment sz4 5mm; cat # 5544-a-400, lot # xywx description: tri post augment sz4 10mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's dislocation.

Event description:
It was reported that patient presented with a knee that was dislocating so the doctor proceeded to a modular rotating hinge knee. No other information per hospital protocol.